Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer inspected the sample and photograph provided. Bd received one nexiva 20ga unit in an opened package from catalog number 383647, lot number 8110820. Through the visual/microscopic evaluation of the used unit the extension tubing was found separated from the winged adapter¿s port. The reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an insufficient amount of adhesive dispensed in the tubing/adapter inserter port joint. Corrective actions have been initiated to monitor the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a tubing problem occurred with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "customer reported that tubing is loose from the catheter."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a tubing problem occurred with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "customer reported that tubing is loose from the catheter."